Manufacturer narrative:
(B)(4). The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the doctor was tensioning the cinchlock ss implant when pull wire broke at handle. The doctor unsuccessfully attempted to remove the wire, but eventually elected to trim the wire adjacent to the implant. The length of the wire sticking out of cannula was straight and appeared to break at the proximal end where the wire inserts into the handle. Surgical delay was reported. Not adverse consequences reported and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the doctor was tensioning the cinchlock ss implant when pull wire broke at handle. The doctor unsuccessfully attempted to remove the wire, but eventually elected to trim the wire adjacent to the implant. The length of the wire sticking out of cannula was straight and appeared to break at the proximal end where the wire inserts into the handle. Surgical delay was reported. Not adverse consequences reported and the procedure was completed successfully.